Event description:
It was reported to philips that the measurement panel for the device was cosmetically damaged.. The customer requested that an authorized philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty measurement connection module. Based on the conclusion of the investigation, it was determined that this was a malfunction of the measurement connection module. The measurement connection module was replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the measurement panel for the device was cosmetically damaged. There was no patient involvement.